Event description:
It was reported that the patient received an alert after few hours from implant with high impedance. Interrogation revealed high threshold, decrease in sensing and an increase in impedance. The lead was explanted when repositioning was unsuccessful due to patient's anatomy.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.